Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 32-year-old female patient who had essure (batch no. C36387-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included heavy periods. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse).") And abdominal pain ("abdominal pain"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("lower abdominal pain") and uterine haemorrhage ("uterine bleeding"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia and abdominal pain lower had resolved and the genital haemorrhage, dysmenorrhoea, abdominal pain, and uterine haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain, and uterine haemorrhage to be related to essure. The reporter commented: insertion details-coils in right: 5; coils in left: 1 diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2019: mildly thickened endometrium maybe secondary to the patient's menstrual cycle. There is an approximate 17 mm in length linear echogenic structure at the superior lateral aspect of the uterus suggesting coils at the fallopian tubes. Lot number reported is c36387 is not valid. Most recent follow-up information incorporated above includes: on 8-dec-2020: pfs received. Event: outcome pain with intercourse were updated to recovered. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 32-year-old female patient who had essure (batch no. C36387-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included heavy periods. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse).") And abdominal pain ("abdominal pain"). In (B)(6) 2015, the patient experienced uterine haemorrhage ("uterine bleeding"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia and abdominal pain lower had resolved and the genital haemorrhage, dysmenorrhoea, abdominal pain and uterine haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: insertion details-coils in right: 5; coils in left: 1. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2019: mildly thickened endometrium maybe secondary to the patient's menstrual cycle. There is an approximate 17 mm in length linear echogenic structure at the superior lateral aspect of the uterus suggesting coils at the fallopian tubes. Lot number reported is c36387 is not valid. Most recent follow-up information incorporated above includes: on 28-apr-2021: pfs received. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 32-year-old female patient who had essure (batch no. C36387-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included heavy periods. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)."). In (B)(6) 2015, the patient experienced uterine haemorrhage ("uterine bleeding"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain") and genital haemorrhage ("abnormal bleeding (general)"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain lower and dyspareunia had resolved and the abdominal pain, dysmenorrhoea, genital haemorrhage and uterine haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: insertion details-coils in right: 5; coils in left: 1. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2019: mildly thickened endometrium maybe secondary to the patient's menstrual cycle. There is an approximate 17 mm in length linear echogenic structure at the superior lateral aspect of the uterus suggesting coils at the fallopian tubes. Lot number reported is c36387 is not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 2-jun-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 32-year-old female patient who had essure (batch no. C36387-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included heavy periods. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse).") And abdominal pain ("abdominal pain"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("lower abdominal pain") and uterine haemorrhage ("uterine bleeding"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and abdominal pain lower had resolved, the genital haemorrhage, dysmenorrhoea, abdominal pain and uterine haemorrhage outcome was unknown and the dyspareunia was resolving. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: insertion details-coils in right: 5; coils in left: 1. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2019: mildly thickened endometrium maybe secondary to the patient's menstrual cycle. There is an approximate 17 mm in length linear echogenic structure at the superior lateral aspect of the uterus suggesting coils at the fallopian tubes. Lot number reported is c36387 is not valid. Most recent follow-up information incorporated above includes: on 1-may-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure (batch no. C36387) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included heavy periods. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse).") And abdominal pain ("abdominal pain"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("lower abdominal pain") and uterine haemorrhage ("uterine bleeding"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and abdominal pain lower had resolved, the genital haemorrhage, dysmenorrhoea, abdominal pain and uterine haemorrhage outcome was unknown and the dyspareunia was resolving. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: insertion details-coils in right: 5; coils in left: 1. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis on (B)(6) 2019: mildly thickened endometrium maybe secondary to the patient's menstrual cycle. There is an approximate 17 mm in length linear echogenic structure at the superior lateral aspect of the uterus. Suggesting coils at the fallopian tubes. Most recent follow-up information incorporated above includes: on 1-apr-2020: pfs+mr received lot number were added. New events dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, uterine bleeding, lower abdominal pain, plaintiff did not underwent essure confirmation test were added. Event injury updated to abnormal bleeding (general). New reporter, patient information, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.